Manufacturer narrative:
Prior to the arrival of the ge healthcare (gehc) service representative to check the equipment, the hospital replaced the absorbent canister, the defend on the gas module, and the patient circuit. Gehc performed a checkout of the equipment and found it to function within manufacturer's specifications. The log review indicated the preoperative checkout was bypassed prior to the start of the case. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6). Unique identifier: (B)(4).

Event description:
The hospital reported that, at the start of the case, the bellows collapsed and the readings from the ventilator screen disappeared. The case was completed in manual mode. There was no reported patient injury.